Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the priming test was passed and it was confirmed that there was no air in the tubing prior to the procedure. During the procedure, air came into the pt's eye disrupting the doctor's visibility. The problem was solved after replacing the product with another one. The procedure was completed with no pt harm.